Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy did not meet criteria for indications for use; off-label.

Event description:
Patient presented with a reverse conical neck measuring 18-23mm in diameter over 12mm in length (off-label) ; in 2009, had implant of a 25-16-120bl bifurcated device and a 25-25-95rl suprarenal proximal extension. After the suprarenal extension was deployed, it slipped distally about 4-5mm. The physician placed a palmaz stent at the level of the renals and to the suprarenal cuff. There was no endoleak noted at the close of the procedure. Follow up angiogram revealed a proximal type I endoleak. Three months later, the patient was treated with an additional 25-25-75l. After ballooning, there was still a slight leak; a palmaz stent was placed to reinforce with good results.